Manufacturer narrative:
The reported complaint of a user advisory 45 (driveshaft not at "home" position after power-on/restart) error messages with the autopulse platform (sn: (B)(4)) was not reproduced during functional testing but was confirmed during archive review. The reported ua 45 was not observed upon powering on the platform for functional testing. Review of the retrieved archive data found multiple ua 45 error message. According to the archive, the encoder shaft was not at the home position when the platform was powered on subsequently, causing the reported ua 45. Upon receiving the platform for evaluation, the zoll service technician observed that the encoder drive shaft had already been rotated back to the home position (by the customer) before it was returned to zoll for evaluation. Thus, clearing the ua 45 error message. During initial functional testing, a user advisory (ua) 27- (encoder fault (>3000 rpm)) error message was observed on the display screen. To resolve the ua 27 error message, the faulty power distributor board was replaced. The ua 27 is unrelated to the complaint. Additionally, to ensure the platform is functional without issue, the damaged front and bottom covers observed during visual inspection were also replaced. The platform was further tested and passed all functional testing criteria. A large resuscitation test fixture (lrtf) was used to test the platform for 30 minutes and no fault errors found. Note that user advisory error messages are designed into the platform when one of several conditions is detected. Ua 45 alerts the operator that the autopulse driveshaft is not at its home position when the platform was powered on. This user advisory will persist until the driveshaft is returned to its home position. Per the autopulse user guide instruct, to clear ua 45, the operator needs to pull up the lifeband until the chest bands are full extended. This action will move the driveshaft to its home position. Historical complaints were reviewed for service information related to the reported complaint and there was no previous complaint reported for autopulse with serial number (B)(4).

Event description:
The autopulse platform (sn: (B)(4)) displayed ua 45 (driveshaft not at "home" position after power-on/restart) error messages during patient use. The user was unable to clear the error message and manual CPR was performed. The patient achieved a return of spontaneous circulation (rosc). No known impact or patient consequence was reported.